Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent audio output occurred and an adverse event. At around 8:30-9:00 pm on (B)(6) 2019 the continuous glucose monitor (cgm) read 212 mg/dl and the patient calibrated the device with a blood glucose (bg) of 204 mg/dl. She felt fine and went to bed. At around 4:00 am on (B)(6) 2019 she had a seizure; her aunt heard the noise and went to her room and saw that the receiver was blank. She gave her a dose of glucagon, pushed the button twice, and the device said signal loss then urgent low. Paramedics were called and gave her glucagon. They also gave her glucose gel during transport at around 6:00 am because they could not get an IV started. In the emergency room (ER) she was given IV dextrose and a lot of food, but her glucose level dropped again before she was discharged. She was in the ER a total of 4 hours. When she got home the receiver still had a half battery charge but no values showing. The patient reported that when looking back at the device history later she saw that it had turned off around 8:00 pm even though she knows she calibrated it shortly after that time. The educator said that she downloaded the data to clarity and during the event time it showed completely blank till morning, then ¿all red, under the line.¿ while testing the device during the call with technical support the educator indicated that the button didn¿t seem to be working normally. At the time of the report the patient was anxious about what had happened and was scheduled to see her endocrinology nurse practitioner shortly after the call. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Product was returned for evaluation. An external visual inspection as performed and passed. The receiver was charged and booted successfully. A receiver download was performed and passed. A ¿try it¿ test was performed and passed. Functional testing was performed and passed. The receiver case was opened, and an internal visual inspection was performed and passed. The speaker resistance was measured and passed. The allegation was not confirmed, and a probable cause could not be determined.